Event description:
It was reported that a malfunction in the fluid warmer caused sterile fluid intended for the patient to leak into the warming fluid. This was discovered when the warming tank overflowed while infusing fluids. An examination was conducted after the patient was disconnected by injecting propolis into the disconnected tubing. This revealed a pinpoint hole in the inner tubing. From the patient's perspective, there was a chance that non-sterile fluids from the device passed into the internal space and reached the patient. Following the surgery, the patient underwent tests, and no risk to life or harm was detected. No additional medical interventions were reported as a result of this issue.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00152-00. The date of that submission was 21-feb-2025. Investigation summary: received one (1) used. List #l-70ni, hotln bld IV no injec set. As received, there were no damages or anomalies observed. An attempt to prime the sample was done using an ICU medical provided syringe. A leak was observed within the tubing. The twin-tube connector and the end luer lock was severed from the tubing to isolate the leak. A hole was observed on the surface of the inner tubing within the larger tubing assembly. The complaint of leakage can be confirmed. The probable cause is due to a tubing extrusion error in tijuana. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.